Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a history of exhibiting oversensing of static noise, particularly on the right ventricular (rv) channel. The crt-d shock therapy at the time was therefore programmed off to avoid any potential inappropriate therapy, and as the patient's left ventricular (lv) ejection fraction had improved over time. Now, identical signals with similar timing are being observed on both the rv and lv channels, with no oversensing or pacing inhibition noted. Troubleshooting was performed and the signal may be a large t-wave, however an investigation into the source of the signals is ongoing. The crt-d remains in service and no additional adverse patient effects were reported.